Event description:
The technician was about to place an endo clip where a polyp had been removed. However, when attempting to open the clip, it would not open or close. They had to switch to a new clip.